Event description:
Philips received a complaint on the defibrillator indicating that the device needs change battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and determined that the battery was expired. The resolution involved requesting a new battery, which successfully resolved the issue. The device remains at the customer site and no further evaluation is warranted at this time.